Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post procedure.